Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implanted neurostimulator (ins) was on their right side and was for bladder control. Prior to the ins implant, they had a lot of burning because they couldn't empty their bladder and was getting urinary tract infections (utis), which they had to take antibiotics for. It was noted that the device had been wonderful but, all at once, something went haywire and they were back at square one. They were having incontinence, which was getting worse, and pain. The pain was like menstrual cramps and was on their right side. They were up in the night and had a hard time sleeping because of the pain. It was noted that they had moved recently and had been doing some lifting. They did feel stimulation and increased from 1.9 volts (v) to 2.0 v, but decreased it back to 1.9 v. When they first noticed the incontinence, they didn't feel much stimulation but, when they decreased the stimulation, they felt it and noticed it more. The stimulation was comfortable. The patient was going to reach out to their hcp about the loss of therapy and pain. The incontinence happened about two weeks or ten days prior to the report and the pain started a few days after. On (B)(6) 2017, it was reported by the hcp that the cause of the burning pain was a uti. The patient was given an antibiotic to resolve the issue. On (B)(6) 2017, it was reported by the patient that nothing changed. Their activity level was the same and stimulation wasn't adjusted off of 1.9. Their hcp prescribed a 10-day supply of ciprofloxacin 500, which they had just finished at the time of the report. It never helped the burning very much and the incontinence was terrible. They noted that they didn't have a uti or incontinence for 5 months after they were implanted. Then, like overnight on the first part of (B)(6) 2017, they started having burning, pressure, and incontinence all of the time, even when they were trying to sleep. The pressure was really uncomfortable when they were bending over or lifting. All of the pain, pressure, and burning was on the right side. The burning pain was in the pelvic area, about where a catheter would go in, and the chronic pain was like menstrual cramps. The incontinence was uncontrollable about 80%. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.